Manufacturer narrative:
D5,6; h4: information not available, device not returned for analysis.

Event description:
It was reported the er320 was used during a laparoscopic nissen fundoplication. It was reported by the rep the device was placed on the short gastric vessel and vessel was not ligated but divided by the jaws. It is possible the device was not initially prefired/preloaded prior to application to vessel. The rep is to call back with more info. The hospital is holding the device for now and rep will send in when released. 2/19/98 it was reported the case was converted to an open procedure to control the bleeding. It is not known how much blood loss the pt had. The pt was not given any blood. 2/24/98 the surgeon, was using an endoscopic clip applier. There was transection of a vessel with the instrument. The surgeon, converted to an open procedure. No permanent sequelae are expected. It is unk whether the instrument will be available for co's evaluation.